Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that during explant of this device for normal battery depletion, the setscrews were stuck. Several troubleshooting techniques were used, and ultimately a bone cutter was needed. While the physician was cutting the device header, it completely detached from the device and the patient went asystolic for several seconds. The physician hooked up the current leads to pace externally through the pacing system analyzer (psa) while the surgery was completed. The right atrial (ra) lead sustained insulation damage during the device explant procedure so this lead was surgically abandoned. In an effort to minimize leads in this patient, the physician placed the chronic right ventricular (rv) lead in the ra port of the device. Prior to moving the chronic rv lead into the atrial port, it had been exhibiting higher than desired thresholds. A new rv lead was then placed into the ventricle. To date, there have been no additional adverse patient effects reported.